Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08644. It was reported that a rotawire fracture occurred and remained inside the patient's body. The 20mm x 2.75mm, (B)(6) stenosed target lesion was located in moderately tortuous and severely calcified distal left anterior descending artery (lad). A 330 cm rotawire and a 1.25mm rotalink (tm) plus were selected to advance and treat the target lesion. Ablation was performed (B)(6) times, initially at (B)(4) rpm with rotational speed decreasing to (B)(4) rpm and not more than (B)(4) rpm for (B)(6) times. Each ablation lasted for 15 seconds. During ablation the burr was moved consistently and the burr came in contact with the radiopaque portion of the wire, multiple times, from the start until the end of the procedure. On the (B)(4) ablation, it was observed that the radiopaque portion of the wire was separated. An attempt to remove the separated radiopaque portion was done with a non bsc snare but it was unsuccessful. So, the physician deployed a non bsc stent at middle lad and the procedure was completed. The patient was discharged after being monitored in the hospital. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The visual inspection was performed and the device presents: the distal tip and spring tip broken at 328.5cm approx. From the proximal end. The outer diameter is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08644. It was reported that a rotawire fracture occurred and remained inside the patient's body. The 20mm x 2.75mm, 90% stenosed target lesion was located in moderately tortuous and severely calcified distal left anterior descending artery (lad). A 330 cm rotawire and a 1.25mm rotalink plus were selected to advance and treat the target lesion. Ablation was performed eighteen times, initially at 180,000 rpm with rotational speed decreasing to 15,000 rpm and not more than 10,000 rpm for six times. Each ablation lasted for 15 seconds. During ablation the burr was moved consistently and the burr came in contact with the radiopaque portion of the wire, multiple times, from the start until the end of the procedure. On the eighteenth ablation, it was observed that the radiopaque portion of the wire was separated. An attempt to remove the separated radiopaque portion was done with a non bsc snare but it was unsuccessful. So, the physician deployed a non bsc stent at middle lad and the procedure was completed. The patient was discharged after being monitored in the hospital. No further patient complications were reported.